Event description:
It was reported that pump displayed malfunction alarm malf 12, which recurred even after reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump, then to switch to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.